Manufacturer narrative:
The exact event date is unknown; however, it was reported that the event happened a week after the procedure date. The complainant was unable to report the lot number; therefore the manufacture and expiration dates cannot be determined. However, the complainant stated that the device was used prior to the expiration date. Implant date: (B)(6) 2015 (exact date is unknown). Explant date: a week after the implant date. (B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was used in the patient's common bile duct during an endoscopic nasobiliary drainage (enbd) procedure performed on (B)(6) 2015 to treat choledocholithiasis. According to the complainant, the procedure was completed with this device. The catheter was removed from the patient approximately one week later. It was reported that the patient "suffered with fever continuously" and was prescribed medication. The patient returned to the hospital in (B)(6) 2016 and examination revealed fragments of the nasobiliary catheter inside the patient's common bile duct. In (B)(6) 2016, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure to retrieve the device fragments. Currently, the patient's condition is reported to be stable.